Event description:
It was reported that the device lasted only four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - performance data was retrieved from the device, and has been analyzed. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.82 to 2.64 volts between (B)(4) 2012 is before rrt <= 2.62 volt. Evaluation summary: (B)(4) - the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.